Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device following an interventional procedure. The arterial access site was confirmed in the common femoral artery. It was reported that the physician encountered "difficulty" during the insertion of the device. The physician believed the difficulty was due to the excessive amount of subcutaneous tissue; therefore, an incision was made to widen the tissue track. The device was then inserted without difficulty and adequate mark was achieved. The foot and the needles were deployed. It was reported that either a cuff miss or link break occurred. In the attempt to retract the device, the device could not be removed. The physician twisted and turned the device and still the device could not be retracted. The physician deployed and parked the foot of the device. The device was then retracted with "difficulty". Manual compression was applied for thirty minutes and hemostasis was achieved. The patient was then transferred to the recovery room. The physician visualized the device and discovered that the foot was partially opened and a piece of unidentified tissue was caught in the foot. The physician believed that it might be subcutaneous tissue. The physician also stated that there was a small laceration to the artery. It was reported that the patient was discharged home the next day and is doing "fine".